Event description:
It was reported that the pace/sense portion of the 6949 lead was capped due to sensing below 2.0mv, no capture, and decrease in pacing lead impedance. Another lead was implanted for pace/sense. No patient complications have been reported as a result of this event.